Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not yet been received.

Event description:
A consumer stated that she allegedly received second degree burns on her stomach while using a heating pad. She indicated that medical attention was sought for her injuries the following day. The consumer stated that she had fallen asleep while using the heating pad in her reclining chair at the time that the injury occurred, and also alleges that the product's automatic shut off feature did not properly engage. The instructions for proper use clearly state "danger: if used improperly, this product can cause severe burns to skin, and damage to property... Do not use while sleeping... This heating pad is intended for use on top of your body. Do not sit or lie on top of the heating pad. Never place pad between yourself and chair, sofa, bed or pillow." Kaz, USA inc. Has requested that the product be returned to our company for testing, but the product has not yet been received.